Event description:
Reporter stated that pt's blood glucose was measured, on the advantage system, with a result of "hi" (> 600 mg/dl). Based on this value, pt reportedly delivered 10 units of novolog. Reporter indicated that, 1 hour and 40 minutes after insulin administration, pt was found unresponsive. Reporter phoned emergency medical services for assistance and, upon their arrival, pt's blood glucose measured 38 mg/dl on paramedics' meter. Reporter stated that pt was treated by paramedics, with an intravenous glucose solution. Pt was not transported to the hospital for add'l treatment. At the time of the event, pt was testing with expired strips. Technical support requested the return of the suspect product and replacement product was shipped.